Event description:
It was reported that the surgeon was revising a thr for dislocation (femoral head popped out of liner). The patient had an accolade tmzf stem, trident hemispherical cup, poly liner and metal head. When he removed the head from the stem, black flecks fell out and inside the head there was all black material . The surgeon replaced the poly liner with a trident constrained acetabular liner and a 22mm metal femoral head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a metal head and a trident liner was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that the surgeon was revising a thr for dislocation (femoral head popped out of liner). The patient had an accolade tmzf stem, trident hemispherical cup, poly liner and metal head. When he removed the head from the stem, black flecks fell out and inside the head there was all black material . The surgeon replaced the poly liner with a trident constrained acetabular liner and a 22mm metal femoral head.